Manufacturer narrative:
Additional information has been received which was not included in the initial report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported possible over delivery anomaly, missing segments/partial display and experienced blood glucose value of 54 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) unomedical, mmt-1884l, unk_disposables, mmt-332a. Troubleshooting was performed and confirmed customer received the reported issue low blood glucose, over delivery anomaly, missing segments/partial display . Customer has been using the insulin pump system within 48hrs of reported event and it was unknown whether auto mode feature was active or not at the time of event. Customer reported that pump was dropped/bumped with no visible pump damage. Missing segments were found when self test was run. No further patient complications were reported. Customer was advised to discontinue using the device. No product return is required for unomedical. Product return status for mmt-1884l is unknown. No product return is required for unk_disposables. No product return is required for mmt-332a. Product return is expected for mmt-1884l.